Manufacturer narrative:
(B)(4). The device was received for evaluation. A review of the event history log revealed no failure, malfunction or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported problem. The results of the sample analysis revealed no failure or malfunction were identified that could have caused or contributed to the patient passing away. Internal and external visual inspections performed revealed no problems. The device passed both the electrical and functional testing. Analysis of the device pneumatic system revealed no leaks and all pressures were correct and stable. The device passed seal, purge and wet disposable integrity tests and successfully completed a short simulated therapy. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was not reported. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). Date of event: the patient passed away on an unreported date. The device was received for analysis. The evaluation is anticipated and should additional relevant information become available, a follow-up report will be submitted.